Manufacturer narrative:
Device evaluation: the delivery system was returned for analysis. Delivery system was returned covered in blood, inside and outside. The delivery system was returned with a detachment on the hypotube; 49.1cm proximal to the distal tip. Hypotube was badly stretched and kinked on the distal end of the detachment site. The hypotube material was oval and jagged on the distal side of the detachment site. Support wire was on show at detachment site. (B)(4).

Event description:
It was reported that during use of a resolute integrity device, the device detached during removal. The device was removed from packaging and hoop with no damage noted. Device was prepped with no issues noted. The physician was employing a kissing balloon technique using the resolute integrity, a medtronic 6fr launcher and a non mdt balloon device. Two lesions were being treated in the obtuse marginal (diagonal branch). Lesion1 was non tortuous and mildly calcified, lesion 2 was mildly tortuous and mildly calcified. Both lesions had 70% stenosis. It was reported that the resolute integrity was being placed in lesion 1 and a non mdt balloon device in lesion 2. The device was not kinked and re-straightened during use. The device did not pass through a previously-deployed stent. While physician was doing the kissing balloon in the medtronic 6fr launcher, resistance was encountered when advancing the device however no excessive force was used. The stent was successfully implanted in the target lesion. Physician felt resistance when pulling back the devices into the guide and that is when he removed everything. The stents catheter was in two pieces (stent was already deployed previous to this) and the balloon on the non mdt device was all mangled. It was in the guide and they removed everything. The broken pieces were removed from the patient without intervention. The detached portion does not remain in patient. There was no injury to patient or clinical sequelae.

Manufacturer narrative:
Additional information: it is reported that the nc euphora balloon catheter became tangled with the non-mdt balloon during the procedure. If information is provided in the future, a supplemental report will be issued.